Event description:
Allegedly, during a cardiac catheterization, the technologist was moving a lead shield and he accidently struck the film magazine causing it to detach from the cine camera and fall and hit the pt on the abdomen. No injuries or impact to the pt were reported.